Event description:
It was reported that the device will intermittently not power on. The customer stated that sometimes the on button needs to be pressed 3 or 4 times before the device will power on. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a new keypad assembly. The removed keypad assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.